Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint system.

Event description:
It was reported "through the filing of a lawsuit that the patient began experiencing significant pain, swelling and discomfort in the area of the device. It is alleged that further diagnostic workup revealed one or more of the following findings: the presence of pseudotumor formation, the existence of a significant fluid collection about the hip prosthesis, and/or blood testing indicating the presence of heavy metal ion contamination. It is further alleged that based upon these findings and in light of worsening symptoms, the patient will require revision surgery in the future for removal of the rejuvenate hip implant".